Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/23/2021. H.6. Investigation: bd received 584 samples from the customer in support of this complaint. 10 sample tubes were functionally tested and the indicated failure mode of underfill was not observed as all tubes were within specification limits. Additionally, 10 production lot in-house retention tubes samples were tested and the indicated failure mode of underfill was not observed as all samples were within specification limits. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode because the defect was not observed in the sample and retention testing. The exact cause of the failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: it is reported customer experienced under filling. We have been having numerous vacuum problems with the light green blood collection tubes. When we and the floor nurses have stuck a vein and we attach the tube it will not pull blood into the tubing. We are used to having a "dead" tube every now and again, but it has gotten to the point where we have to bring extra tubes into the room because we can't count on the tube having vacuum and pulling blood. Claude did an incident report this morning and here is the lot number of the last tube that didn't draw.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: it is reported customer experienced under filling. We have been having numerous vacuum problems with the light green blood collection tubes. When we and the floor nurses have stuck a vein and we attach the tube it will not pull blood into the tubing. We are used to having a "dead" tube every now and again, but it has gotten to the point where we have to bring extra tubes into the room because we can't count on the tube having vacuum and pulling blood. Claude did an incident report this morning and here is the lot number of the last tube that didn't draw